Event description:
A hospital gastroenterologist reported that the tip of a non-olympus aspiration needle used with an olympus bronchoscope became anchored in a patient's tissue within the trachea causing the bronchoscope to bend and lodge inside the trachea. When the gastroenterologist was called to assist the attending pulmonologist, the gastroenterologist pulled the needle from the pt tissue and through the bronchoscope. The scope was subsequently removed from the pt and there were no complications associated with the occurrence.